Event description:
Had a severe reaction to synvisc that was put in my left knee. Since then I have been off work and in horrible pain. I had to have surgery to clean the synvisc out and have had other but problems since. My knee joint is severely inflamed and my leg is twice its normal size, I have had several orthopedic appointments trying to get help. I have had at least 8 aspirations and 3 cortisone shots. I had to go to ER 3 times in agonizing pain. How I'm being referred to sports medicine because my orthopedic specialist doesn't know what to do. We have tried steroids both injections and pill form. Foradol also was prescribed but couldn't take it long enough to do any thing. My knee is hot, 5 degrees hotter than the rest of me. I cannot walk and have to use crutches. Its been 5 weeks since the reaction and it feels like I have nerve damage and joint damage. I am (B)(6) and am facing a knee replacement now. This is not a good product and cannot support my family.